Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's father that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod on the arm for between 1 and 4 hours. As a result, the patient changed 3 pods that day. The bg levels would not decrease despite giving boluses and the patient went to the ER and received fluids for treatment. The patient was released after a few hours.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.